Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, a crack was found in the battery compartment from thread area to the case seal. The pump was unable to maintain an electrical connection with returned battery cap due to the cap detaching. The battery cap was damaged with stripped threads and was not able to secure properly to the pump. A test battery cap was used for all testing. The pump was exercised for 24 hours with no power interruptions or call service alarms. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of intermittent power was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap was not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.